Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvmh10, (imp, tsv, 3.7, 10,mtx,mc,mg,ha) for evaluation. Visual inspection was performed. Fracture identified at the collar. Measurements match drawing . Also fractured screw identified inside implant. Escalated. DHR review was completed for the subject lot number 1247922. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1247922 for similar events, and no other complaint was identified. Based on the investigation and risk management file review the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, malfunction did occur. Fracture identified at the collar. The reported event was confirmed following physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h11: added manufacturer narrative.

Event description:
It was reported that the implant at tooth site #unk was removed as it was fractured/cracked.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided.